Manufacturer narrative:
On 23-dec-2020, it was found that an incorrect statement regarding the patient's symptoms was included on the initial report. Manufacturer's reference number: (B)(4) on the initial report, it was stated that the patient had left-sided deflation. However, the patient experienced bilateral deflation.

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Additionally, a tear was noted within the crease, measuring approximately 0.5 cm the evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information on (B)(6) 2020. The patient reported that she had already undergone explantation surgery, and the suspect medical devices are in her possession. The patient also stated that she had reported the adverse event to FDA. No further details were provided. If additional information is received, a supplemental report will be submitted as applicable. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the date of explantation. Previously, the patient stated on (B)(6) 2020, that she had already undergone revision surgery. However, additional information revealed that the patient underwent revision surgery on (B)(6) 2021 as reported initially. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with a 475cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified saline breast implants on (B)(6) 2021. At the planned revision surgery, the patient is planning to have larger size saline breast implants.